Event description:
The pt noted that a portion of the IV catheter tubing had been severed after observing redness and soreness at the site. The severed tubing was visualized by x-ray of the left forearm, and the severed portion of the tubing was removed by a physician. It is unclear by what method the removal was accomplished.